Event description:
It was reported that upon implant of this lead, it exhibited high pacing impedance out of range. As a result, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of pacing impedance high out of range and brady pacing not delivered when required.

Event description:
It was reported that upon implant of this lead, it exhibited high pacing impedance out of range. As a result, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that upon implant of this lead, it exhibited high pacing impedance out of range. As a result, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of pacing impedance high out of range and brady pacing not delivered when required.